Event description:
It was reported the programmer suddenly freezes when an implantable cardioverter defibrillator is checked. The programmer was returned for repair. No patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device had a very slow boot, so slow that it appeared to be froze.